Manufacturer narrative:
Additional information : only one used device was received for evaluation on this report. The other device was not received and therefore a device analysis could not be completed. A visual inspection on the received device did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to product specifications. Functional testing was performed including pressure test and clear passage with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink duo-vent continu-flo solution sets disconnected from intravenous (IV) ports; further described as either from IV catheter, peripherally inserted central catheter (PICC) lines or central lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.